Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the desktop charger had a broken connector pin. The patient was unplugging the desktop charger from the recharger and the pin broke off and got stuck in the recharger jack. The patient was able to remove the connector pin from the recharger jack. It was noted that the stimulator was not working and was broken but then noted that the implantable neurostimulator (ins) battery had depleted and the patient could not charge due to their broken connector pin. The patient was in severe pain back and leg pain due to the ins depleting. The patient was sent a replacement desktop charger. The patient was indicated for non-malignant pain and failed back surgery syndrome.